Manufacturer narrative:
Based on the available information, it is not known what role, if any, the lava ultimate restorative material played in this reported outcome. Other factors, such as prior tooth history and dental treatments, may have played a role in the recommendation for root canal treatment.

Event description:
On (B)(6) 2017, a dentist reported the case of a male patient (B)(6) who received root canal treatment on tooth #19. This tooth had a lava ultimate crown seated with a non-3m cement on (B)(6) 2014, due to broke distal buccal cusp. On (B)(6) 2016, the crown debonded, heavy decay was noted, and was temporarily re-cemented. On (B)(6) 2017 root canal treatment, post, core, and build up was completed. At this time, extensive decay to the gum line was noted. A non-3m crown will be placed within the next week on this tooth and tooth #20. Per dentist, tooth # 20 is not experiencing issues and will be splinted together with tooth #19 to provide support.